Event description:
The pump was returned to animas for investigation evaluation revealed that the force sensor reading was out of specification. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the force sensor reading was out of specification. Evaluation also revealed that the battery compartment is cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number:2531779-03/24/2010-003-r.